Event description:
Reporter reports that a home pt needed to replace a transfer set because the occluder feet were broken. The transfer set had been in place since 6/8/06. The pt has been using peritoneal dialysis since 04. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.